Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 54 mg/dl. Customer stated she had a virus or a bug and her blood glucose has been all over the place. Customer was on antibiotics. Customer stated the device was on a chair next to her, no buttons were touched, when alarm occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.